Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for collagen deposition into the artery. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
D6b: explanted date: device was not explanted. E3: occupation: interventional cardiologist. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Event description:
The user facility reported that the interventional cardiologist had a leg shut down following a percutaneous coronary intervention (pci) procedure. The operator doesn't use ultrasound for access. Additional information was received on 29 sept 2023: issues with the patient occurred post-procedure. Angio-seal deployment was successful, and hemostasis was achieved. Prior to noticing the issue post procedure was in the holding area. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There was a pre-deployment angiogram performed. There were no issues with insertion, deployment, or withdrawal of the device. Hemostasis was achieved by the angio-seal closure device. Case was not a high stick and no threat of dissection. The angio-seal component was found be the cause. Hemostasis was achieved but then it was deemed the angio-seal component was the cause for the leg shutting down. Anchor either disconnected or was impeding flow when deployed.